Event description:
Customer alleged that the frame of the bed for the foot section was bent when the bed arrived. Ken stated there was no damage done to the box.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.